Event description:
A customer reported 4103 seal breaker home overrun on the aia-900 analyzer. Prior to calling, the customer performed a reboot of the analyzer and issue remained. A technical support specialist (tss) instructed the customer to check the waste chute and confirm that the waste chute was not overflowing. The waste chute was not overflowing, however the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A tosoh field service engineer (fse) assisted the customer with the reported event. The fse inspected the sensor s040 and seal break assembly with no obstructions found. The fse also inspected the seal breaker assembly z-axis rod but found it was not dirty. The fse cleaned both sensor and seal breaker assembly, then performed 4 seal breaker tests with no issues. The fse also performed several instrument startups and did not get a single error. The fse stated that cleaning the sensor resolved the issue. The fse cleaned then validated the analyzer by successfully running quality control without error and within acceptable range. No parts returned. No further action required by field service. The aia-900 is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one (1) similar complaint found during the search period. Review of related documentation. The aia-900 operator's manual under section 12: flags and error messages state the following: [4013] seal breaker home overrun cause: the home sensor (B)(6), which is not supposed to be activated after the seal breaker moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s040 and also check to see the cause of slipping, and so on, that occurs when pm040 moves to the limit slide. The most probable cause was due to a dust/dirt problem with the sensor, cause traced to maintenance.